Event description:
Patient received synvisc-one injection on (B)(6) 2018 for osteoarthritis. This is an add on to the initial report filed for this patient. Patient returned to the hospital 2 days later on (B)(6) 2018 with significant knee pain. She was diagnosed with a septic knee, had purulent drainage, and underwent a r. Knee washout. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018. Diagnosis: osteoarthritis.